Event description:
The patient presented for a device change out. Review of the fluoroscopy revealed externalized conductors. All measurements were normal. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead insulation was abraded.